Event description:
A female with tracheal stenosis, y stent pt with persistent dyspnea presented for balloon tracheostomy in 2006. Under general anesthesia, pt was bronchoscoped with visualization of sub glottic stenosis. The balloon was inflated, the pt experienced desaturation, decreased heart rate and hypotension. Decision made to remove catheter. The balloon separated from catheter. The pt was intubated with rigid bronchoscope with removal of deflated balloon. The pt required ephedrine, atropine and epinephrine, and ventilation. The pt was admitted to the ICU. The pt had an mi, ischemic hepatitis, renal failure and decreasing hct. The pt developed progressive organ failure and expired.